Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one needle reload. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated that the needle had marks on the cone of needle and on the loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle needle in suturing device. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ no relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: while loading the suture, surgeon felt and hear a crunch sound. And the stitch would not load correctly. During the case, used two reloads and two handles.